Event description:
It was reported that the gynecologic laparoscope had no image, only multicolored lines. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure, no image, was confirmed, but the multicolored lines were not. In addition, the following reportable malfunctions were identified during the device evaluation: error b30, and the fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: component failure- the video cable was broken, resulting in error b30 and no image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.